Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing on this right ventricular (rv) lead resulted in delivery of inappropriate therapy, both anti-tachycardia pacing (atp) and shock delivery. An attempt to reprogram the device was made but did not resolve the issue. This lead was surgically abandoned. No additional adverse patient effects were reported.